Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because segments missing was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/23/2014).the patient¿s meter has been returned on 3/24/2014 and evaluated by lifescan product analysis on 6/12/2014 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.